Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damaged front cover, enclosure and cracked tank cover were found during physical observation. Started with a visual inspection, then filled tank with water, attached temperature check, plugged in line cord, turn on the membrane switch and test keypad. The membrane switch was defective due to normal wear and tear. The root cause was not able to be determined. Actions were taken to mitigate the reported issue: the membrane switch, o-ring, tank cover, enclosure, heater assembly was replaced. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that over temp button on the side of a smiths medical fluid warmer is not working. No patient involvement.